Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose level was over 30 mmol/l (595.8 mg/dl) while wearing the pod between 5 and 24 hours. Hyperglycemia did not resolve with multiple bolus corrections. The patient's mother reported that the cannula of the pod may have dislodged from the infusion site (back). Symptoms reported include dizziness, vomiting and feeling faint. The patient was treated with insulin injections. The patient was released the following day (after 12 hours). A new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.